Event description:
The caller states that the rubber came off of the tire on the chair.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental record will be filed.